Manufacturer narrative:
H10: the customer returned a sample with product code 2c8537 for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed and no leaks were observed. The priming was performed at the set with a bag of sterile water and no leaks were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a non-dehp IV fat emulsion administration set was cracked which resulted in total parenteral nutrition (tpn) leakage on the floor. This was observed during patient infusion. The tube was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.